Event description:
It was reported, the pt experienced a shocking or jolting sensation. It was stated, the pt was unable to make adjustments in their level of stimulation. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.